Event description:
The user reported the roller pump speed knob was difficult to adjust, and had a "grinding" noise when adjusting. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.